Event description:
Pt suffered from alzheimer's and had become totally disabled. Rptr had acquired a hosp bed with rails to keep her safe at night. During her night time tossing, she became trapped between the lowest rail and the mattress and suffocated. The railings were 2 1/4" away from the outer edge of the mattress. The mattress was approx 4" thick. All of her torso was outside of the bed with her shoulders, right arm and head facing down into the bedding within the lowest rail. Although pt was being cared for in rptr's home, she is a full time home worker caring for developmentally and physiclly challenged adults and has worked in human svc since 1974, having been extensively trained. (Also see 1008915).